Event description:
It was reported that the right ventricular lead was fractured and exhibited intermittent capture, high pacing thresholds, high lead impedance, noise and clavicular crush damage. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found that the inner and outer insulations were damaged and all five filars of the outer coil were fractured at 27.5 cm as a result of clavicular crush. This likely caused the reported anomalies.